Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the screws were missing from the arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem and h6 component codes (1) deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the screws were missing from the arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 16th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust cover was missing from the arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Previous h6 component codes (1): mechanical/fastener/screw/568. Corrected h6 component codes (1): mechanical/cover//772. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust cover was missing from the spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, missing dust cover was replaced. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defect, which contributed to the reportable situation. The device was not being used for the patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is low. As per expertise performed by the subject matter expert at manufacturing site, the possible root causes are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) . Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe that if the manufacturer recommendation would have been followed the reported situation would have been avoided. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
On 16th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust cover was missing from the arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.